Event description:
The customer reported that their t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.